Event description:
Per the clinic, the patient experienced exposure of the receiver stimulator. Subsequently, the patient was placed under general anesthesia and underwent revision surgery on (B)(6) 2026; to reposition the device. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient experienced exposure of the receiver stimulator due to skin ischemia. Revision surgery was performed to excise the skin and reposition the device.